Manufacturer narrative:
The lens will remain implant and under monitoring. The patient's post-op best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/25. (B)(4).

Manufacturer narrative:
Two similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
"Disablility or permanent damage" was not reported. It is not an outcome attributed to an adverse event. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vticmo13.2, -12.0/1.5/085 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. Excessive vault, pigment dispersion, and shallow ac was observed. A lens exchange is planned.